Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was offline. A field service engineer reconnected the usb cable and moved usb cable to new port to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank es system had a drawer was offline. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.